Event description:
Ous MDR - it was reported that approx. 44 months after the implantation the device could not be interrogated. During the revision artifacts and fluctuating sensing were noted. The rv lead was abandoned and a new one was implanted.

Manufacturer narrative:
The lead was not returned. The analysis is therefore based on the examination of the provided ICD. After its receipt, the ICD was first visually inspected. A spot of locally melted titanium was detected during the inspection. In a next step, the ICD underwent an electrical check. Matching the clinical observation, an interrogation of the ICD was not possible. Based on these results, it can be assumed that a shock delivery into an external low-ohmic shock path led to the observed sparkover traces and to damage to the electronic module, as a consequence of which the ICD could no longer be interrogated. Possible clinical complications that could lead to an external short-circuit are, among others, the twiddler syndrome, the subclavian crush syndrome, or other damage to the lead insulation, which leads to a low-ohmic contact of the high-voltage conductors. The manufacturing process of the ICD was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. There were no indications of a material defect or manufacturing error.